Event description:
Additional information received on (B)(4) 2013 noted that all impedances were within normal range. Different program settings were tried and the patient still did not receive symptom relief. Cause of the issue was not determined. The patient ws getting good symptom relief with new lead and new ins.

Event description:
It was reported that there was a lead revision due to lack of efficacy with lead. Symptoms had returned and multiple programming changes had been made. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v672426, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. Additional information determined that the correct manufacturing site for this event is site # (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # v672426, product type lead. (B)(4).